Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The bench technician identified there was no audio on the mx40 telemetry device during servicing. The device was not in use on a patient.